Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was doing push-ups at the time of the shock. Technical services reviewed the electrograms. The shock occurred while the device sensing vector was programmed to the primary vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.